Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had ineffective stimulation. The patient was reprogrammed, but it did not resolve the issue. Patient underwent surgery on (B)(6) 2019 in which the physician repositioned the lead. Effective therapy was established post surgery.